Manufacturer narrative:
H3: product analysis of the device found that there was no fault identified. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot#: (B)(6), UDI#: (B)(4). H3: product analysis for product ID: 8253200, serial/lot#: (B)(6), confirmed that the device did not respond because th e fuse on the stim1 side was broken. H6: codes of fdc c0201 and fdc d1102 are applicable for product ID: 8253200, serial/lot#: (B)(6). Additional code of img g0201202 is applicable for product ID: 8253200, serial/lot#: (B)(6). This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, there was an attempt to use the mainframe and patient interface. The initial test passed, but it did not respond even when the patient was placed on the muting probe. Both stim 1 and stim 2 were unsuccessful. It was possible to use the device after replacing the mainframe, but the same issue occurred. There was no waveform or sound response when stimulated, and the actual measurement was unknown. Hence, it was identified that the defect was with the patient interface. There was no known patient impact.